Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6).

Event description:
The initial reporter received questionable calcium gen.2 results for two patient samples tested on the cobas c 111 analyzer. Patient sample 1. On (B)(6) 2026: the initial result was 11.89 mg/dl. The repeat result was 9.53 mg/dl. Patient sample 2. On (B)(6) 2026: the initial result was 12.83 mg/dl. The repeat result was 9.32 mg/dl. No questionable result was reported outside the laboratory.